Event description:
It was reported a one-link non-dehp standard bore catheter extension set leaked at the IV connector area during an unspecified process step. The connection was secure (not loose). The connector was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the issue occurred the week prior to the baxter aware date. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "a one-link non-dehp standard bore catheter extension set" to " two (2) one-link non-dehp standard bore catheter extension sets". H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.